Event description:
It was reported that the customer's transmitter was not blinking properly and that the charge would just blink red when the transmitter is connected. The customer had not changed the battery in the charger and was advised how to do so. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is one of four medwatch reports regarding this event. Please see medwatches 2032227-2014-73069, 2032227-2014-73071, and 2032227-2014-73065.